Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by the physician that they had previously had an issue post-operation with a right ventricular (rv) lead impedance issues and oversensing, and an implantable cardioverter defibrillator (ICD) with no telemetry. The pocket was reopened and the lead was removed and wiped down and then reinserted into the device and there was normal function after that. The device and lead remain in use. No patient complications have been reported as a result of this event.